Event description:
It was reported that the patient presented in emergency room due to ventricular tachycardia. The patient's arrhythmia was self-terminated. Upon review of remote transmission, it was found that the right ventricular (rv) lead failed to deliver shock and exhibited low out-of-range defibrillation impedance. The rv lead was capped and replaced on 18 jul 2024. Patient condition was stable.